Manufacturer narrative:
We have received the suspect handpiece from nsk america and are conducting our internal evaluation per our procedures. As soon as we finish our evaluation and investigation, we will update this MDR submission.

Event description:
On (B)(6) 2014, nsk america received a repair request for 3 handpieces for the same model that indicated that patient(s) may have been burned by the subject handpiece. The handpieces were forwarded to the MFR for testing and analysis on 12/02/2014. Letters requesting additional info regarding the event have been sent to the dentist by traceable means on 12/02/2014 (delivery confirmed on 12/08/2014) and 12/22/2014 (delivery confirmed 12/26/2014).